Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. The rep reported the impedance for electrodes 0-7 were from 1029-1091 ohms, the impedance for electrodes 8-15 were greater than 40, 000 ohms except for electrode 12 which was 1228 ohms. The patient was programmed on number 1 at 0- 2+ ,110 microseconds, 20 hz, 718 ohms and number 2 was at 4+ 12-, 110 microseconds, 20 hz, and greater than 4,000 ohms. The patient¿s stimulation was running high at 10.5 volts. It was reported that when the patient leans forward then back to allow for interrogation with the physician programmer, the patient felt stronger stimulation. The patient reported having stimulation issues since (B)(6) 2017, but the patient¿s daughter stated that the patient had good stimulation for a while. The rep noted that impedances were checked post-operatively which were fine. There were no trauma/falls related to the issue and no further complications were reported/are anticipated.